Event description:
A healthcare professional (hcp) from netherlands called on behalf of the customer to report that their customer obtained blood glucose readings of 29.4 mmol/l and 4.2 mmol/l within 10 minutes on the contour xt meter. There was no allegation of an adverse event. The hcp was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
No information was captured in sections a1, a2 and a4 as the customer's initials, age and weight were not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer did not return the device for evaluation. Additionally, an in-house testing with the in-house samples could not be performed as the test strips information associated with the event was not provided. Therefore, a device history record was reviewed for the suspected contour xt meter with serial # (B)(6), and no manufacturing anomalies were found.